Event description:
"Despite correct application and complete closure of the ta stapler, after transecting the bowel end, it was obvious that absolutely no staple had been fired and there was spillage of stool and bleeding from the mesentery. This was very quickly controlled, but the subsequent closure was done hand-sewn."